Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger was not charging his batteries. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger not charging batteries) has been confirmed. Upon investigation, the battery charger was unable to recognize a battery. The cause was a defective y1 component. Y1 is a 10mhz smd crystal oscillator. The root cause of the defective y1 was unable to be positively determined. No adverse event resulted from the defective component. The pt received a replacement battery charger/modem.